Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a thick horizontal line across display was confirmed during product evaluation. This malfunction was not reproduced. The root cause was assigned to lines on the main display. The main display assembly was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a "thick horizontal line across display." This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.